Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been hospitalized for sepsis two months prior to report. It was unknown if cultures had been done, but the patient had been given antibiotics and her condition improved. It was also noted that the pump had been stopped and they had been unable to get it running again. Due to the patient¿s other medical issues, she was not a good candidate for general anesthesia. The plan was to check the catheter for patency and replace the pump under local anesthesia. The device system was used to deliver morphine.